Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device was not working properly. Medical imaging was performed, and it was noted that the ballon was deflated due to fluid loss; therefore, the patient underwent a revision surgery to remove and replace ballon and pump. Upon explant, two holes were identified in the balloon. There were no additional patient complications reported.